Event description:
It was reported that an explant was scheduled for (B)(6) 2013. The reason for explant was unknown. Additional information received reported that the cause of the event was because, the device ¿stopped working.¿ it was unknown if abnormal impedances were measured. It was noted that all of the components were explanted.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).